Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii auto confirm results for 1 patient on a cobas e 801 analytical unit. The initial hbsag result was 1.14 coi, interpreted as reactive. The same was repeated and the result was 0.974 coi, interpreted as indeterminate. The confirmatory test was performed and the result was 42.2%, interpreted as reactive. The sample was repeated again and the hbsag result was 0.88 coi, interpreted as non-reactive. Another patient sample collected at the same time was also tested for hbsag and the result was 0.782 coi, interpreted as non-reactive. The confirmatory test was performed and the result was 42.5%, interpreted as indeterminate. The original sample was repeated three more times and the results were 0.625 coi, 0.624 coi, and 0.624 coi, all interpreted as non-reactive. The patient samples were re-centrifuged prior to every test. The patient sample was also tested on a mini vidas analyzer and the hbsag result was non-reactive. The non-reactive result was deemed correct.

Manufacturer narrative:
The hbsag result of the reported patient sample from an external laboratory was negative. The field service engineer (fse) confirmed the analyzer was clean and had no misalignments. It was found that the customer centrifuged the affected sample at 2000 g, which is too low. The investigation noted that the elecsys hbsag ii results dropped from 1.14 coi (near cut off) to 0.6 coi after five centrifugation steps. The customer used an hbsag negative sample for the elecsys hbsag ii confirmatory test. Per product labeling, "intended use - immunoassay for in vitro confirmation of the presence of hepatitis b surface antigen in human serum and plasma samples repeatedly reactive when tested with the elecsys hbsag ii assay." The investigation determined the event was consistent with a preanalytic issue at the customer site (low centrifugation speed). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.